Event description:
It was reported that the pump battery could not be charged. It was also reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.